Event description:
It was reported that the patient underwent an l5-s1 tlif posterolateral spinal fusion using rhbmp-2/acs. As a result of the surgery the patient allegedly sustained injuries including, but not limited to, ectopic bone growth, chronic pain and suffering, emotional distress and mental anguish.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010 patient presented with following pre operative diagnosis: third time recurrent disc herniation l5-s1. Procedures performed: posterolateral spinal fusion, l5-s1. Transforaminal lumbar inter body fusion, l5-s1. Pedicle screw instrumentation, l5-s1. Cage instrumentation, l5-s1. Right iliac crest bone graft. Per op-notes: "...surgeon performed a posterolateral arthrodesis and decorticated transverse processes of l5 and sacral ala bilaterally. A larger rhbmp 2/acs kit was prepared according to manufacturer's instructions; reconstituted rhbmp 2/acs and soaked for 15 minutes. It was cut in half. Iliac crest auto graft was packed in to the center of rhbmp 2/acs sponge was rolled onto itself..." No known patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.